Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Date the suture was removed? What was the appearance of the suture when it was removed? Was re-suturing performed? Product code and lot number? Other relevant patient history/concomitant medications what is physicians opinion as to the etiology of or contributing factors to this event? What is the patient current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4)

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and suture was used. The patient had complained that they could feel the suture during intercourse. Eight weeks post-operatively, the suture had to be cut out as it hadn't absorbed properly. Additional information has been requested.